Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported stuck button alert and reported a crack on battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for keypad anomaly and for cosmetic damage allegation. Customer stated that the damage impacting pump functionality. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files/traces using thump due to unresponsive keypad. Unable to confirm stuck button alarm due to no button response/unable to download. Pump was cut open to perform visual inspection and found corroded keypad traces. Using a test case/test pcba 1 and the original pcba 2, the pump had no button response. Using a test case/test pcba 2 and the original pcba 1, the pump had no button response. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, battery tube threads - cracked and serial number label missing. Unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces and electronic assembly. Upload error confirmed (unable to download history files/traces using thump). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.